Event description:
It was reported that during an unknown procedure, the surgeon reported that cutting with the instrument was very slow, even when the setting was turned up to level 5. Not noted how case completed. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.